Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent malfunction alarms occurred and the pump stopped all insulin delivery. Contact reported that the customer had blood glucose (bg) levels of up to 351 (mg/dl). Contact reported that the customer will correct their bg level with an insulin pen injection. Reportedly, customer will revert to insulin injections for alternate insulin therapy.